Event description:
Had gynecare tvt-o implanted on (B)(6) 2013. Was told by doctor this would be safe, easy, affective, fast recovery and he had never experienced any complications from the thousands he has implanted. I asked if he used the mesh products from the companies that were involved in several lawsuits and he told me he did not use those brands. I trusted what he was telling me was the truth, had the procedure done along with a hysterectomy. Since this was done I have been in severe pain. The mesh has eroded into my vagina. I have pain in my lower back down my left leg in my groin area. I can not have intercourse with my husband. I was told I need to have another surgery to have the mesh removed and I am in the process of trying to find a doctor who has experience in removing tvt mesh implants.